Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed blisters and a raw skin irritation under her breasts. There is no alleged device malfunction. The patient's physician prescribed nystatin powder for the irritation. Follow-up indicated that the patient used the powder and the irritation was improving.